Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 540 mg/dl. The customer was treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including dizziness, blurred vision, headaches and thirstiness. The customer reported that the insulin pump did not alarm no delivery. Troubleshooting was done. The customer reported finding a leak on the tubing of the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.